Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the power fault was due to a defective battery. The battery was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an unexpected power failure that caused the device to generate a system alarm notifying the user and caregiver of the event. There was no patient injury reported as a result of this incident.